Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of dim pump running leds, diminished volume of audible alarms, and a broken ¿white rubber connector piece¿ was not confirmed. It was reported that the system controller was exchanged but would not be returned for evaluation. The submitted controller event log file contained data spanning 2 days (11nov2024 ¿ 12nov2024 per the timestamps). No notable alarms were active in the log file. The pump maintained a speed within the expected range throughout the log file. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Missing system controller serial #. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in ventricular assist device (vad) clinic today and reported that about a month ago they had a pump stop for more than 45 minutes. The patient thought that the pump was off when they woke up because the system controller was dark/no audible alarms with completely dead batteries. The reason for the pump stop was depleted battery power and then backup battery (ebb) power while asleep - alarms did not wake the patient. When a no external power alarm was replicated in clinic, the system controller was very quiet sounding and the white rubber connector piece was broken so a controller exchange was performed. Log files were sent for review and the event log captured some periods of pulsatility events (pi) throughout the log files. The event log did not capture any events from last month. The periodic log goes back to 01nov but no pump stops were noted. The patient did not experience any adverse event as a result of the controller exchange, and the exchange resolved the issue, as the audible alarm volume is louder on the new system controller.